Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device has strange odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external investigation no unusual wear or tear. Some areas of discolored plastic were observed. During internal investigation of the base unit observed evidence of dust contamination on the blower and in the blower. Evidence of mineral deposits were observed in the humidifier. Evidence of water ingress was observed in the blower box and heater plate. Manufacturer observed foam adhering to the tool confirming the presence of degraded sound abatement foam. Manufacturer did not observe an odor while investigating. Manufacturer confirmed the presence of dust in the device and airpath, and also confirmed the presence of degraded sound abatement foam, however no visible amounts of foam were observed to be missing. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observe dust/dirt contamination in the airpath and was not able to confirm the complaint or address the symptoms specified.